Manufacturer narrative:
No patient's intervention was required. To date, no treatment history is available. Clotting in lines prior the anticoagulantion point is a known clinical problem in extracorporeal circuits. In case of sudden clotting and depending on the position of the access pressure pod, the machine might not be able to set off the appropriate alarm(s). The "before you get started" chapter of the prisma operator's manual has a specific warning related to possible coagulation problems: "due to the nature of use of the prisma set (low blood flow rate, extended treatment time, and other special factors), the possibility for coagulation within the blood flowpath is substantially enhanced. Give careful attention to the possible medical hazards associated with coagulation of the blood flowpath". In this instance, prisma machine set off filter clotting alarms. Clinical investigation is ongoing.